Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Reportedly, the aortic extender was used to treat a proximal type I endoleak from non-gore stentgraft (aorfix). While inserting the aortic extender into the patient, insertion difficulty of the device catheter into the guidewire was reported. After placement of device, it was difficult to removed the catheter because a snag was reported during the retrieval. The catheter was successfully removed once it was advanced to proximal. Catheter damage of the guide wire lumen was observed after the catheter was removed. No device fragment was left in the patient and the patient tolerated the procedure without any adverse events. According to the fsa, during the preparation, the packaging mandrel was removed before the protective sheath. Reportedly the cannula portion of the catheter was pulled and weakened, where the guide wire rubbed against it. This might have caused the catheter damage.

Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.